Event description:
Consumer stated that the set caused temporary symptomatic circulatory dysregulation, and it occurred after every usage. Medical attention was sought by a cardiologist who did not recommend further use.